Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer's insulin pump screen was blank even after she changed out the battery. Caller stated that she was checking the customer's blood glucose when they noticed the screen was still blank. Customer's blood glucose was 238 mg/dl at the time of the incident. Troubleshooting was performed and caller inserted a new battery into the pump. Caller stated that the display did not return. Caller was advised that the pump will need to be replaced. Caller was advised to discontinue use of the pump and revert to a back-up plan.